Event description:
It was reported that the patient underwent CABG procedure on an unknown date and topical skin adhesive was used to close the vein harvest site. Approximately three days post-operatively, the patient experienced a blister on the side of the topical skin adhesive site. The blister was treated with topical medication and resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.